Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The captured event of tears in the insulation of the monopolar curved scissors (mcs) tip was addressed with phone support. The site stated they had replaced the instrument as the previous one had a hole/tear in the insulation tip. Technical support engineer (tse) advised site that if further issues persist to return the instrument. Fse site visit was conducted to investigate the arcing allegation. The probable root cause could not be definitively established from the phone support details. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors tip cover accessory had a hole and was replaced. The instrument was still being used as it was working without issues. The procedure was completing as planned with no reported injury.